Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent damage occurred. The calcified target lesion was in the left circumflex (lcx) artery. The physician attempted to cross the lesion with a 2.5x16mm taxus liberte drug eluting stent but the device would not adequately cross the lesion. Upon removal,it was noticed the stent was "kinked". The procedure was completed with a 2.5x18mm non-bsc des. There were no patient complications reported.

Manufacturer narrative:
Device analysis: visual and microscopic examination of the device revealed that the hypotube had broken approximately 20 cm distal from the catheters strain relief. The device appeared to have been kinked at the point of separation. This type of damage is usually consistent with excessive force being applied to the device upon meeting some form of restriction during delivery. The balloon and stent were visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. No further issues were noted with the returned device. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications, at the time of release to distribution. The most probable root cause is unknown.